Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system, vented pe-lined solution sets were found to have the clamp installed in the reverse orientation prior to use. The downpipe clamp was intended to be positioned from left to right; however, the clamps of the affected units were assembled from right to left. There was no patient involvement. No additional information is available.